Manufacturer narrative:
There was no pt involvement. Therefore, pt info is not applicable. The 510(k) number for the bipolar device is k003587. This device is a component in the clearglide evh small ktv15 kit. During an evaluation of a product complaint for another issue, a precision bipolar device was sent to a supplier for additional evaluation. The jaw of the device broke during transport to the supplier. Although standard device packaging was not in use, a decision was made to report this failure. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and caused it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customer of the issue and providing instructions of the safe use and return of product. A follow-up report will be filed once a field action (z) number is assigned by the FDA district office.

Event description:
During an evaluation of a product complaint for another issue, a precision bipolar device was sent to a supplier for additional evaluation. The jaw of the device broke during transport to the supplier. Although standard device packaging was not in use, a decision was made to report this failure.